Manufacturer narrative:
Initial reporter phone #unknown. PMA 510(k)#: k023331, bk050036 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a sharp protrusion on bottom of tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred with 3 tubes and was discovered prior to use. The following information was provided by the initial reporter: customer complaint that tube button has gate stub problem.

Event description:
It was reported that there was a sharp protrusion on bottom of tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred with 3 tubes and was discovered prior to use. The following information was provided by the initial reporter: customer complaint that tube button has gate stub problem.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gate stub with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.